Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 222 mg/dl despite not eating, and was advised to eat and enter a meal announcement. Symptoms included high blood glucose. Outcomes included no request for further assistance and no report of medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction or component failure identified and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.